Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B06097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury/mental anguish"), vaginal infection ("vaginal infection"), the first episode of migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), the second episode of migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved, the psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, the last episode of migraine, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown and the vulvovaginal pain was resolving. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Imaging procedure - on an unknown date: unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received. Reporters information updated. Lot no. Was added. Events:psych injury were updated to mental anguish .new events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , vaginal discharge, weight gain, vaginal pain were added . Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B06097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;levonorgestrel (lutera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury/mental anguish"), vaginal infection ("vaginal infection"), the first episode of migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), the second episode of migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved, the psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, the last episode of migraine, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown and the vulvovaginal pain was resolving. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and migraine ("migraine"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, migraine, pelvic pain, psychological trauma and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter and patient demographics updated and laboratory test were added. Updated essure indication. On (B)(6) 2017, she explanted essure. Injury event was replaced with pelvic pain /abdominal pain, general abnormal bleeding, psych injury, vaginal infection, migraine. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.